Manufacturer narrative:
Other relevant device(s) are: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Refer to manufacturing report 3004209178-2020-18800 for related system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the patient went to a dermatologist to remove skin via surgery. The dermatologist closed off the opening, but the wound opened up and became infected close to the battery of the implantable neurostimulator (ins). No surgeon could take out the battery that caused the infection. Due to the infection, the patient was admitted to hospice and died at home. The consumer stated no autopsy was going to be performed. The healthcare provider (hcp) was contacted to gather further information about the event who stated they were not aware of the infection or death as they had not seen the patient since 2019. The appointment in 2019 was for botox and device programming, and at that time the patient was referred to a neurosurgeon for replacement (cause of replacement unknown). The manufacturer's representative (rep) was then contacted to gather any additional information, but they were not aware of the event.